Manufacturer narrative:
Upon review of calibration data, no calibration issues were seen and calibration signals were consistent. As calibration is acceptable and quality controls before and after the event are acceptable, a reagent or instrument issue can be excluded. Possible root causes include sample mismatch, sample carryover due to contamination of the sample probe, and contamination in the water bath.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for etoh2 ethanol gen.2 (etoh) on a cobas 6000 c (501) module - c501. The sample initially resulted as 26.2 mg/dl and this value was reported outside of the laboratory. The doctor questioned the result. The sample was repeated, resulting as < 10 mg/dl accompanied by a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The etoh reagent lot number was 20806301, with an expiration date of 07/31/2017. The field service engineer determined that the sample probe was not springing into home position properly. He adjusted the sample probe. He checked rinsing and drying. He performed precision studies and these were within specifications. The system was operating within specifications.